Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the adhesives around objective lens had a pinhole. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: none of the failures additionally identified during device inspection are subject to investigation. However, all failed inspection test steps are documented in the as investigated codes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.